Event description:
A 39-year-old female with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient notified novocure that she experienced skin wounds on the scalp. A healthcare provider (hcp) recommended temporarily discontinuing optune gio therapy and initiating treatment with clindamycin ointment. On (B)(6) 2026, the patient reported worsening skin irritation and was evaluated by a dermatologist who prescribed an unspecified oral antibiotic in addition to clindamycin. A continuation of the therapy break was also advised. The images provided show a small ulcerative lesion on the top of the head; multiple scattered small lesions with mild erythema along the right posterior scalp and an eschar covered lesion with adjacent purulent appearing lesions parallel to the surgical resection scar with a few lesions on the left scalp, with several lesions partially overlying the resection site. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation and ulcer requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Skin ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm.